Event description:
During a clinical procedure at hosp in 2002, the heartstring proximal seal device broke at the time of device removal. The anastomosis, itself, had proceeded normally as the surgeon created a perfect punch and there was little bleeding. However, during the seal removal, the surgeon could not hold onto the safety tab and instead wrapped the end of the device around his finger and began to pull to remove the device. The first few inches of the seal started to uncoil and came out smoothly. The surgeon then met with resistance and had to tug more. When the surgeon's hand pulled back, there seemed to have been a snap. The surgeon put the hemostat down and cinched the anastomosis sutures to complete the graft. After procedure, the heart string was measured against an unused heart string and found it to be shorter. The surgical staff searched but could not find any other pieces. They placed a side biter clamp and performed an epi-aortic scan immediately and could not find the coil. Before taking the pt to ICU, an arteriogram was performed immediately following surgery and the coil was not found. It is likely that the unremoved coil remains in the pt. No additional pt complications have been reported.